Event description:
The customer reported the system tube made popping sounds and will not play back the cine runs. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the software on MDR and replaced the xray tube. The system operates as intended.